Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The device was returned with the distal threads stripped away from the hub, there is biological debris on the returned device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a biceps tendon reconstruction, the thread of the biosure ha 7mm*25mm screw was fragmented after screwing in 5mm. The procedure was completed with a smith and nephew back up device using the original drilled bone hole, no void left in patient. There was a delay less than 30 minutes and no further complications were reported.